Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high pacing impedance and increasing pacing impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.